Event description:
The reporter contacted animas on (B)(6) 2012 for an unrelated issue. During the call the reporter mentioned that the patient was hospitalized twice in the past year related to diabetic ketoacidosis (dka) but was unsure of the dates. The reporter stated that both occasions the cause of the dka remained undetermined and the patient was released from the hospital on pump therapy; the reporter confirmed that the pump was working normally. The reporter was unsure of other details related to the events to further troubleshoot. This issue is reported with the conclusion that the use or use error of the pump and supplies could not be ruled out as a cause or contributor to the patient's event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed total daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. On testing, all the keypad buttons were normally responsive with no hyperactivity. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.